Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The sample is reported to be available but has not yet been received by the manufacturer. All information reasonably known as of 19 jan 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, ¿patient came to endoscopy for a percutaneous endoscopic gastrostomy (peg) tube change. Peg traction removed prior to change (licensed for traction removal) and bumper snapped off- required retrieval via endoscopy. The peg tube had been inserted into the patient on (B)(6) 2025. Bumper retrieved and new feeding tube placed.¿

Manufacturer narrative:
The actual complaint product was returned for evaluation. Subject sample provided was evaluated confirming there was no bumper observed on the end that it should be located. This end appeared to have jagged tearing effects. This end of tube also appeared to have slight jagged tearing effect. The tubing appeared discolored of mixed dark brownish-blackish-yellowish colors, it was then decontaminated. However, there were no found activities or tools that could cause this type of flaw in the tube component; the cause for this incident could not be conclusively determined. Per incident comments, the device was in use for an extended period of time (more than 90 days); which, indicates that device did not show this defect at time of placement and the tube performed as intended. A root cause could not be determined. All information reasonably known as of 12 mar 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.